Event description:
Pt treated for work related back injury beginning in 1996. X-ray diagnosed as acute lumbar strain. Pt prescribed and took place 10/96 - 12/96. Re-examination in 1/97 showed herniated disk in low back. Started series of pt sessions using med and lumbar 2/97 - 4/97. In 4/97, pt, while undergoing isometric test under supervision by pt felt a "pop" and immediate pain in low back. Therapist removed pt from lumbar machine and applied ice, pt transported to ER. Investigation indicates osteoporosis had been diagnosed but not reported. This info may not have been available to pt. Follow-up x-ray and MRI show compression fracture. Follow-up x-ray shows fracture healed.